Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2015. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown and a rupture. Device remains implanted.